Manufacturer narrative:
The product was not returned for investigation and no product lot number information was available. Therefore, it was not possible to conduct a detailed investigation of the product or to check the manufacturing and inspection records. It is considered that the reported event was associated with a highly calcified lesion, which likely contributed to balloon rupture and vessel damage during product expansion. Nevertheless, the detailed root cause could not be determined. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective.

Event description:
It was reported that balloon rupture occurred. The balloon used for a highly calcified lesion in the sfa ruptured during the inflation, causing vascular injury. The procedure was subsequently performed using a covered stent. After that, no additional complications were reported.